Event description:
The customer reported that during a percutaneous radio frequency lung ablation procedure, the pt received a burn at the insertion site. The burn was 3rd degree, 1.5 cm in diameter. Treatment was reported as wet gauze with a follow-up by a burn specialist. Placement of the needle was approx 10 cm deep and approx 5 mm from a surgical clip. The surgeon used forceps to clamp and hold the needle. After the end of rf delivery, temperature at the intended ablation site measured low (44-45 c). The skin burn was noted at the end of the procedure. No damage was noted along the needle track.

Manufacturer narrative:
Date of initial report: 10/29/2009. The incident sample was requested, but the site has indicated it is not being returned to covidien for evaluation. The incident generator was evaluated by the site, found to function properly and returned to use. If the needle electrode is received, or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.